Manufacturer narrative:
Evaluation summary: complaint history and product history record could not be reviewed because the reporting facility did not provide a valid lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. (B)(4).

Event description:
A coordinator reported that following an intraocular lens (iol) implant procedure, a patient reports a disability from negative dysphotopsia. Additional information was provided by the patient's surgeon that the patient had cataract extraction with lens placement in both eyes. The patient has a complaint of things moving in the side of her vision in both eyes since the iol placements. The surgeon reports that with physical examination, the placement of the iols is perfect and the patient's vision is 20/20. He reports that the patient has researched and states she believes she has negative dysphotopsia; but this is not his diagnosis nor does he believe this is the case. The patient has had a second opinion in which it was recommended that the lenses be removed but the patient does not want to do this and now the patient wants to see a specialist in (B)(6) regarding her self diagnosis. There are two medical device reports for this patient. This report is for the left eye.

Manufacturer narrative:
Product evaluation: the product was not returned. Product history records were reviewed and the documentation indicated the product met release criteria. The customer indicated the use of a qualified cartridge, unspecified handpiece and viscoelastic. The product investigation could not identify a root cause. (B)(4).

Event description:
Additional information was provided by the surgeon that the patient has a good refractive outcome and well centered iol, but believes the patient has negative dysphotopsia.

Manufacturer narrative:
Evaluation summary: the iol product history records were reviewed and documentation indicates the product met release criteria. Cartridge product history record could not be reviewed because facility did not provide a lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. There has been one other complaint reported in the lot number. (B)(4).

Event description:
Additional information was provided by an assistant that there was no patient harm, no pre-existing ocular conditions and no prior refractive surgery. The patient has been diagnosed with posterior capsule opacification.